Event description:
It was reported that the surgeon inserted an icm125v4 12.5mm implanted collamer lens in the patient left (os) and the lens was implanted upside down. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation method: lens work order search. Results: visual inspection of the returned lens showed the lens was returned dry and a haptic was torn. A dimensional inspection concluded that the returned lens was according to specifications in term of length and width. A lens work order search showed no other complaint recorded related to the same work order. Conclusion: according to incident description and clarification for distributor (front and back are reverse in the eyes of patient ), the most probable cause of the complaint is surgical error (implant upside down). (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).